Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 130-160 mg/dl fasting. Verified the strips expire 06/30/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 248 mg/dl and 261 mg/dl fasting. Reviewed meter memory: 228 mg/dl (B)(6) 2015 10:39 pm fasting: yes; 267 mg/dl (B)(6) 2015 08:39 pm fasting: yes; 209 mg/dl (B)(6) 2015 09:57 am fasting: yes; 201 mg/dl (B)(6) 2015 10:15 pm fasting: yes; 245 mg/dl (B)(6) 2015 10:13 pm fasting: yes. The customer also stated that last week at her doctor's office, they performed a fasting laboratory exam and the blood glucose result was 119 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 130-160mg/dl fasting. Verified the strips expire 06/30/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 248mg/dl and 261mg/dl fasting. Reviewed meter memory: 228mg/dlmg/dl, (B)(6) 2015 10:39:00 pm, fasting: yes. 267mg/dlmg/dl, (B)(6)2015 08:39:00 pm, fasting: yes. 209mg/dlmg/dl, (B)(6) 2015 09:57:00 am, fasting: yes. 201mg/dlmg/dl, (B)(6) 2015 10:15:00 pm, fasting: yes. 545mg/dlmg/dl, (B)(6) 2015 10:13:00 pm, fasting: yes. The customer also stated that last week at her doctors office, they performed a fasting laboratory exam and the blood glucose result was 119mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.